Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was no moisture damage inside the pump. The pump passed the displacement test, basic occlusion test, occlusion test, prime/ compromised force sensor system alarm test and excessive no delivery test.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that he was rewinding the pump and alarmed button error. He stated that he was out in the rain and got soaked. The customer stated that his diabetes was hard to control without the pump and had high blood glucose because he was treating with manual injections. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.